Event description:
During an in-clinic follow-up, the device was found to be in backup vvi mode (bvvi). The cause of the event was due to event queue overflow. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.